Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown edwards aortic valve was disabled via valve in valve procedure after an unknown duration due to unknown reasons. Tavr procedure was completed with a 23mm 9755rsl transcatheter valve.

Event description:
It was reported and learned through investigation that a 23mm 3000 aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of eighteen (18) years, 1 month due to calcification. The patient presented with heart failure. Tavr was completed with a 23mm 9755rsl transcatheter valve and patient was stable at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, d1, d4, d6, g3, g6, h2, h6 (component code, clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.